Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. Visual and microscopic examination identified no issues with the blades as all blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and when positive pressure was applied in an attempt to inflate the balloon, the balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately at the distal edge of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. Visual and microscopic examination found no issues with the markerbands of the device that could have contributed to the complaint event. Visual and tactile examination of the device identified that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 01-may-2018. It was reported that the device was unable to cross the lesion. The target lesion was located in the severely calcified left anterior descending artery. A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that there was a pinhole in the balloon.